Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator (eri) and was being evaluated for power on reset (por) due to the device serial number being all zeros. The device remains in use. No patient complications have been reported as a result of this event.